Manufacturer narrative:
A case of a battery replacement was reported to abbott. Attempted to place lumbar ipg into sm for the cervical system ipg swap and could not connect. Hard reset was completed with no success. Patients ipg was swapped successfully. No product will be returned. Ipg has been fried from a recent shoulder surgery. Therapy was restored post op. No complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
A retrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an unrelated surgery where it is unknown if ipg was placed in surgery mode, the ipg was unable to communicate with external devices. Rep was unable to troubleshoot as well, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.